Event description:
Customer alleged that the needles were "defective". "Needles won't prime and insulin won't inject through the needle". Customer also had to use several in order to receive her insulin.